Event description:
According to the complaint when the customer was to aspirate a blood sample from a catheter, they experienced that there was hardly any stopper for the plunger of the aspirator, which caused the user to pull out the plunger of the sampler which splashed them with blood all over. No reports of death or serious injury.

Manufacturer narrative:
Data logs were collected for further investigation.

Manufacturer narrative:
Due to defective sample not delivered, photo of defective sample not provided and delivered unused reference samplers were fully functional - root cause cannot be identified.